Manufacturer narrative:
Of the 11 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 11 malfunction events. A review of the events indicated that the one touch ping model pump experienced a temp - damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 50-197 pounds and between 13 and 78 years of age. Of the reported patients, 5 were male, 6 were female.

Manufacturer narrative:
Follow up #x 07/29/2017 device evaluation: in q2 2017, there were 2 instances of temp - damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #2: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 1 instances of temp - damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.